Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide: instructions for use state under special patient populations, the safety and effectiveness have not been established, in patient populations: patients who are morbidly obese (body mass index above (B)(6) the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, difficulty was felt while advancing the knot. The knot achieved hemostasis; however, a hematoma greater than 2cm developed which required 20 minutes of manual arterial compression. A 5fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Difficulty in advancing the knot as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. At the various manufacturing stations, and at final inspection the devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, knot forming, suture forming, link forming, and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. The patient was reported as morbidly obese, and with a history of peripheral vascular disease. As per the special patient population section of proglide instructions for use, the safety and effectiveness of proglide smc devices have not been established in patients who are morbidly obese. Based on the reported information and the inspection criteria a definitive cause for the difficulty in advancing the knot and associated patient effects could not be determined. The lot history record for this product was not reviewed and a query of the complaint database was not performed because the lot number was not reported. There does not appear to be an indication of a product quality deficiency.